Manufacturer narrative:
Initial and final MDR 1887125- MDR 3003442380-2024-08076- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusions set leakage event on (B)(6) 2024. Infusion set has been used for 4-5 hours. The blood glucose level was 140 mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.